Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/62 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: a long-term, prospective, cohort study on the performance of right ventricular pacing leads: comparison of active-fixation with passive-fixation leads, 2015. Scientific reports. 2015; 10.1038/srep07662.

Event description:
A journal article was reviewed which contained information regarding active-fixation and passive-fixation leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers. Increased thresholds of greater than 1 volt and decreasing impedance were noted for both lead groups. It was reported that one patient's active fixation lead dislodged and was subsequently replaced. It was also reported that one patient's passive fixation lead experienced a lead insulation fracture and was further replaced. The status/location of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.